Event description:
Unable to load suture on device. Manufacturer response for endostitch, medtronic (per site reporter). They want to have the product sent back to medtronic and they will initiate a quality investigation. Manufacturer response for endostich, medtronic (per site reporter). They want the product returned to them and they will initiate a quality investigation.